Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on the aviva system within 15 minutes: 55 mg/dl (strip lot 498435) and 120 mg/dl (strip lot 498374). Results were obtained using different strip lots.